Event description:
It was reported by the patient that the pump was hard to squeeze and the pump stays deflated with an inflatable penile prosthesis (ipp). The ipp remains implanted and active, and the patient needs troubleshooting methods being the patient is leaving the country and unable to see the physician.